Manufacturer narrative:
The pump was returned, and analysis found overinfusion with an undetermined root cause. Interrogation of the pump showed the pump was being used to infuse water. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The indication for use was movement disorders. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient's pump was explanted secondary to normal battery depletion (eri 14 months). The explanted pump was not enrolled in the registry, but the patient was consented and added to the registry with the replacement pump. This patient¿s weight has never been measured, as the patient was restricted to a wheelchair. It was noted the pump was 70 months old when it was replaced.